Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the tubing at the luer lock before showering instead of disconnecting from the site and stated that there were air bubbles in the tubing. There as no impact to the customer's blood glucose level. The customer primed the tubing until air bubbles were removed and resumed insulin delivery.